Manufacturer narrative:
The analysis has begun but is not completed and the complaint (irrigation issue and high temperature issue) was not confirmed at this time. Once the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter was not irrigating on all ports before insertion and was resolved by flushing. It was also reported that they were getting a high temperature reading of 30-45 when they came on ablation and temperature limiter displayed on the stockert generator and then it shut off. The customer reported that there was a minimal flow when the catheter was removed from the patient and there was char on the tip of the catheter. The catheter was exchanged and the case was completed without any patient consequence. Multiple attempts were done to request for further details of the size of char. However no additional information has been provided. Upon receiving the product in biosense (B)(4) lab on (B)(4) 2014, it was confirmed that the tip dome had char bigger that 1 mm3 on the proximal end, making this event reportable.

Manufacturer narrative:
(B)(4) it was reported that the catheter was not irrigating on all ports before insertion and was resolved by flushing. It was also reported that a high temperature reading of 30-45 was observed and during ablation a temperature limiter was displayed on the stockert generator. There was minimal flow when the catheter was removed from the patient and there was char on the tip of the catheter as well. The returned device was visually inspected upon receipt and char was found on catheter dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and catheter passed, no occlusion was observed the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the char has been verified. However, catheter met the manufacturing specifications.